Event description:
Five days post heartware lvad implantation, the vad coordinator noted electrical fault alarms on the patient¿s controller. The vad coordinator decided to perform an elective controller exchange to see if this would resolve the issue. It was reported that the patient ¿did not tolerate the controller exchange well;¿ however, no patient injury is reported. After removing the controller, the vad coordinator noted contamination within the controller¿s driveline connector port. The electrical faults reoccurred a few days later and a heartware field clinical engineer was called in to evaluate the patient¿s equipment. The heartware field clinical engineer inspected the hvad¿s driveline connector and a white crystalline substance was noted covering the connector pins. The hvad¿s driveline connector was cleaned and the substance was removed completely. A new controller was issued to the patient. The patient was reported to have tolerated the cleaning procedure well with no reported patient injury. Investigation is ongoing.

Manufacturer narrative:
Device evaluated in the field by heartware clinical engineering personnel. The product remains implanted in the patient; therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
(B)(4). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2013-00352, 2016-02235 and 2016-02236) submitted for devices related to the same event.

Manufacturer narrative:
Additional information received: vad coordinator noticed that the patient did not take the short pump stops due to the exchanges very well. The patient was dizzy (no syncope or CPR) and did receive a bolus of heparin. Conclusion: the product remains implanted in the patient and therefore is not available for return to heartware. Contamination of the hvad driveline connector was visually confirmed by the heartware field engineer and a cleaning was conducted per procedure. The contamination was identified as the cause of the electrical fault alarms. No additional information will be forthcoming.